Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaw blade jammed during a hysterectomy, causing the jaws to no longer open. The surgeon cut the device from tissue. Another device was used to complete the procedure without incident. There was no pt injury.